Event description:
It was reported that the monopolar curved scissors instrument broke where the shaft meets the wrist. The instrument was intact without loss of pieces. The procedure was successfully completed using another instrument of the same type. No further info was available. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the tube extension to be dislodged from the main tube. The keys on the tube extension have broken off. As a result, the tube extension can be rotated 360 degrees. One side of the tube extension is slightly melted at the break point, indicating that arcing had occurred. The main tube does not have any signs of arcing. Engineering concluded that it was likely that the break occurred before the tube extension was burned, as the break would create a path for electrical energy to escape. Electrical continuity passed. No other damage found.